Event description:
It was reported that the lead had an insulation break and high impedance after ventricular fibrillation induction was performed and a popping noise was heard during a device changeout procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.